Event description:
It was reported that revision surgery was scheduled due to pain. Device was implanted without cement.

Event description:
It was reported that revision surgery was scheduled due to pain.